Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). No complaint received with return of device. Failure (event) observed during analysis. The device was found in backup vvi mode due to a power on reset during delivery of hv therapy. The hv output circuit was damaged during testing, therefore the root cause of the anomaly could not be determined.